Event description:
Related manufacturer reference number: 2017865-2021-37640 it was reported that the patient presented remotely via merlin.net. Interrogation of their implantable cardioverter defibrillator (ICD) showed the right ventricular (rv) lead was over-sensing post-paced t-waves. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardioverter defibrillator was oversensing post-paced t-waves. Further information was requested, but not provided.